Event description:
It was reported to boston scientific corporation on december 11, 2008 that an autotome rx sphincterotome was used during a procedure. According to the complainant, "the wire already came through the knife as from the first attempt. When the physician tried to enter the wire, he noticed it didn't work. The guidewire (was not able to stay) in place... Inside the catheter." No patient complications were reported as a result of this event.

Manufacturer narrative:
Although the complainant has indicated that the suspect device is being returned for evaluation, it has not been received. The device evaluation has not been performed; the cause of the reported malfunction is undetermined.